Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened but with original package, lot # 73a1500441 was confirmed with sample received. During visual inspection it was observed that components looked well assembled; no stuck clips in the jaws. Functional inspection: applier was fired and one clip was released; however, clip not loaded in jaws; clip does not open; 3 clips presented this condition. Then applier was fired in other forms with jaws down and one clip was loaded, closed & released properly; 3 clips were released properly; clips did not fall. However an alternated issue was observed with sample received; 3 clips were not loaded in jaws. The manufacturing facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although, the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices.

Event description:
Alleged event: the applier misfired and some clips fell out of the device. All clips were removed from the patient's abdomen. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73a1500441 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier misfired and some clips fell out of the device. All clips were removed from the patient's abdomen. The patient's condition was reported as fine.